Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patients sensor was inserted on (B)(6) 2015. The patient did not calibrate according to user guide specifications. The patient did not report injury or medical intervention.

Manufacturer narrative:
(B)(4). The receiver data log was reviewed on 07/24/2015. The complaint of inaccurate cgm values was confirmed. A root cause could not be determined. It was reported that multiple bg meters were used throughout the same sensor session. The dexcom g4® platinum continuous glucose monitoring system user's guide states: use the same meter you routinely use to measure your blood glucose to calibrate. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.. The dexcom g4® platinum continuous glucose monitoring system user's guide states: use the same meter you routinely use to measure your blood glucose to calibrate. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.